Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that an alarm malfunction message occurred.

Event description:
It was reported an alarm malfunction message. The device was not in clinical use.